Event description:
Report received of an overdelivery. The customer contact stated that the pump was programmed to deliver an unspecified volume of fresh frozen plasma for a duration of one hour. No further programming parameters were provided. Reportedly, the delivery was complete after 15 minutes. At that time, the nurse noted that the pt' s IV site had infiltrated. Unspecified treatment was provided to "reduce swelling." There were no reported adverse pt sequelae. Though requested, no additional info was provided.